Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a power issue with the pump. The reporter stated that there was evidence of moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. There was no evidence of moisture contamination inside the cartridge compartment. There were call service 054 errors observed in black box on (B)(4) 2015. Pump reboot events were observed in the clearing of the call service alarms. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.